Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was intermittent power coming from the t.w. Power supply. They tried switching out the cord. The same device was used to complete the procedure. The hospital did not report any pt effects.